Manufacturer narrative:
(B)(4). The customer reported a system failure error appears. No pt involvement was reported. A philips field service engineer evaluated the device and verified the reported symptom. Additionally, the device turned off automatically. The processor pca was replaced to resolve the issue. The device was returned to the customer site after passing all required testing.

Event description:
The customer reported a system failure error appears. No pt involvement was reported.